Event description:
It was reported that (5) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clip misfired and malformed during the case. Another instrument was used to complete the case. There was no consequence to the pt.